Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. During the unpacking of a maverick2 2.0x20mm balloon. It was noted that the device was broken in two parts. The procedure was completed with another maverick balloon. No pt complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.